Event description:
Instrument trays were delivered to sterile processing on loan from the company. During initial inspection, dried blood was found on instruments. The instruments had traveled to this location from the manufacturer, with gross contamination present. The instruments were properly cleaned and sterilized prior to being used on the pt, but the instruments did not meet standards when delivered. Specific instruments: ih 8 mas screwdriver 8670020; rod inserter 8675300.